Manufacturer narrative:
Failure event observed during analysis. Final analysis found an external insulation abrasion breaching the optim sheath noted at 45.8-46.0 cm from the connector pin consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.